Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the breathing circuit was returned for investigation. A visual inspection and functional test were performed. When observing the surface of the anesthesia bag, a tear was found near the center of the anesthesia circuit. It was marked by the customer. Conclusion: the reported event was confirmed. Root cause: the root cause may be due to manufacturing. Actions: the sample was sent to mtij for further investigation. Visual inspection: sample returned present a damage hole in the circuit body. Leak test inspection: leak test inspection was performed in the piece returned through the equipment manometer ID# (B)(4). Results: piece returned was detectable as rejectable. Conclusions: according to the inspection, the failure reported is confirmed because the circuit has a damage hole. The most probable root cause is that damage hole occurred after the product left smiths medical facilities. The cause of the reported problem was traced to the user manipulation of the device while in use. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.

Manufacturer narrative:
Customer facility phone number: (B)(6). The breathing circuit was returned and there could be a tear found near the center of the anesthesia circuit. The event was confirmed. The root cause may be due to manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical tracheostomy tube had air leaking from the breathing circuit. Additionally there was a tear found. There was no patient injury. This was found during a pre-use check. There were no reported adverse events.